Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10256. The patient had 2 pns leads, model 3163 (off-label use), with the same lot number. It was reported, the patient was not receiving effective stimulation. It was noted by the patient's physician that in 2012, the pns lead had migrated. After that he notes the lead did not function properly and increased his pain. The patient discontinued use of his scs system. The patient underwent surgical intervention where his entire scs system was removed.